Manufacturer narrative:
The insulin pump was received with intermittent express bolus button response due to corroded keypad traces. No button error alarm during testing. The device was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were working. The customer's blood glucose level was 10.0 mmol/l. No significant events leading up to the alarm were recalled. The customer was advised to revert to a back-up plan. Nothing further was reported.